Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet bionic pancreas, including a lowest measured blood glucose of 40 mg/dl followed by another low of 50 mg/dl after lunch when the user did not announce a meal to avoid further lows; glucose tablets were taken and blood glucose increased to 120 mg/dl, and device low and urgent low alerts were reported. Symptoms included hypoglycemia without loss of consciousness or need for assistance. Outcomes included self-treatment with oral glucose and no medical intervention or hospitalization. Investigation included troubleshooting and user education with assignment for additional training. Investigation of this case revealed an unclear cause of hypoglycemia with no device alarms beyond expected low-glucose alerts and no identified device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unknown.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.